Event description:
It was reported that during a routine generator replacement, insulation damage was noted on the atrial lead. The lead was capped.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.